Event description:
It was reported that the customer's insulin pump had a battery alarm. Troubleshooting was performed, and the alarm could not be cleared. Advised that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unexpected battery alarms, but the currents were within specifications. The device had unresponsive buttons due to corroded keypad trace. The device was returned with loose drive support disk and missing end cap sticker.